Manufacturer narrative:
On the heart lung machine perfusion screen, there no noted "?" Or indications of an issue. Customer was advised to check the temperature module assignment in the screen setup. Date of event unknown. The best estimate is (B)(6) 2016. Due diligence is ongoing. (B)(4).

Event description:
It was reported by the customer that the temperature module is reading a yellow light when plugged into the heart lung machine. The surgery was completed successfully without delay. No other details regarding the nature of this event were provided.

Manufacturer narrative:
As per field service representative (fsr) the complaint was not duplicated. The fsr tested the temperature module and found out to be working properly when assigned to perfusion screen. The fsr reconfigured perfusion screen to customer specifications, matching the other two systems. Returned temperature module to the base as a spare. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.